Event description:
Pre-op diagnosis: degenerative disc disease it was reported that intra-op, while inserting the cage it cracked/ broke. Doctor removed the cage and inserted the 2nd cage, which also broke. He removed that cage as well and replaced it with a third cage.the procedure was prolonged due to replacements.both product came in contact with the patient. Doctor had to break the cages further in order to get them out. While he inserted them, with the cage inserter, they cracked.both products broke. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9393610, 510k # k094025 was cleared in the united states. Device is returned to manufacturer but evaluation not yet started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis observations: optical examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. Microscopic examination of inserter interface posterior nose identified deformation at the implant inserter interface. The extent of the damage, as well as the attachment point deformation suggests significant force was utilized during the attempted insertion. Per the event description, significant secondary damage is noted.